Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.